Manufacturer narrative:
This supplemental report was submitted to provide the results of the investigation. The returned device was evaluated, and the user's request of a ¿the image became cloudy". The device evaluation found fluid invasion inside the image section and main body. Additionally, corrosion was found on the free lock lever, scope mount and electrical contacts at the video connector. The actual device was manufactured on may 24, 2005, 15 years have passed since the manufacturing date. Therefore, DHR cannot be verified due to the expiration of the storage period of DHR. In addition, there was no history of repairs that may have contributed to the phenomenon within the past 12 months from the date of the complaint. Based on the investigation, no non-conformances were found. A definitive root cause cannot be identified. However, the cause of the reported event is potentially due to component failure, the video function did not operate normally due to flooding of the main body. To mitigate risk/harm to the patient and damage to the device, the instructions for use provides the following: the following is described in the ¿warning¿ section of the instruction manual ¿precautions for cases where endoscopic images disappear unexpectedly, or freeze cannot be released¿. If the endoscopic image disappears unexpectedly or the frozen image cannot be restored during an examination, immediately stop using the camera head and withdraw the endoscope from the patient according to section 5.3, ¿withdrawal when any irregularity be observed¿. Continued use of the endoscope under this condition could result in patient injury, bleeding, and/or perforation. Do not drop the camera head or allow it to strike other objects. Water leakage could damage the electrical circuits inside the camera head. Olympus will continue to monitor field performance for this device.

Event description:
It was not specified when the reported event occurred, however, the customer reported that the intended type of procedure was therapeutic.

Event description:
The customer reported that the "image became cloudy" from the camera head during pre-use inspection for an unspecified procedure and the procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.